Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended. A risk assessment was performed, and no escalation is required at this time. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 87 -year-old male (unknown race and ethnicity) undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported the impella cp had delivery issues due to the 87-year-old male patient's calcified vessels. The user tried two different long sheaths on both sides but kinked badly. Dilators were also used but did not work. There was no reported patient harm.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the root cause of the delivery issue was most likely patient condition related. H.6 investigation findings code 174 was reported on the original manufacturer device report (MDR) in error as the investigation was not complete yet. Codes 3233 and 3221 should of been reported on the original MDR. Investigation conclusions code 4307 was reported on the original manufacturer device report (MDR) in error as the investigation was not complete yet. Code 11 should of been reported on the original MDR. The codes that reflect the investigation have been completed are reflected in h.6 of this supplemental manufacturer device report.